Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02822. It was reported the patient is experiencing ineffective stimulation. Reprogramming was performed; however, it was unable to provide effective therapy. Diagnostic testing revealed low lead impedance values. X-rays were taken but no anomalies were observed. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02822.

Event description:
Related manufacturer reference number: 3006705815-2019-02822. Additional information received indicated surgical intervention was undertaken on (B)(6) 2019 wherein physician opened the ipg site and tested leads and ipg. No anomalies were noted with the system. Reportedly effective therapy was established post operatively.